Event description:
Additional information received reported that the patient¿s pertinent medical history included cp (cerebral palsy). Per the reporter they removed 50.1 cm from catheter and left a portion of catheter tied off and isolated at midline incision due to extensive spine surgery and concern of being able to successfully access intrathecal space once catheter is removed. The pump was delivering baclofen 2500mcg/ml at 232.3mcg/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8578, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Product ID 8709, serial# (B)(6), product type: catheter. H3: non-destructive analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen via an implantable pump. It was reported that the patient presented to the refill clinic to discover the pump had eroded through the skin. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was complete pump removal and portion of the catheter removed. Due to rods and wire reconstruction of spine and the catheter not affected at distal segment catheter, long portion tied off and isolated with intent to reconnect with re-implant after wound heals. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.